Event description:
A user facility's biomedical technician (bmt) reported that a fresenius dry acid mixer was not filling and had smoke coming from the hydraulic assembly in dissolution mode. During follow up, the bmt said that the component was charred. They also said that there was arcing, spark and smoke. The bmt reported that there was no melting or flame observed. The smoke detectors did not go off as he opened the door to let air circulate. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The hydraulic assembly was the original fresenius part on the machine. The bmt reported that there was damage (charring) observed on the fill valve, surge protector and the main board as a result of this issue. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the fill valve, main board and surge protector, which resolved the issue. The bmt reported that the machine has been returned to service without issue. No samples are available to be returned to the manufacturer for physical evaluation. No photos are available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius dry acid mixer was not filling and had smoke coming from the hydraulic assembly in dissolution mode. During follow up, the bmt said that the component was charred. They also said that there was arcing, spark and smoke. The bmt reported that there was no melting or flame observed. The smoke detectors did not go off as he opened the door to let air circulate. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The hydraulic assembly was the original fresenius part on the machine. The bmt reported that there was damage (charring) observed on the fill valve, surge protector and the main board as a result of this issue. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the fill valve, main board and surge protector, which resolved the issue. The bmt reported that the machine has been returned to service without issue. No samples are available to be returned to the manufacturer for physical evaluation. No photos are available.